Event description:
Related to 2183959-2014-00353. It was reported that following the implantation of an elevate pc posterior graft the patient presented with moderate "de novo" urgency with incontinence. Anticholinergic medication was administered on (B)(6) 2013 and the event is considered continuing (not resolved) as of (B)(6) 2014. No additional patient complications have been reported in relation to this event.